Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: "clinical and angiographic outcomes of bioabsorbable vs. Permanent polymer drug-eluting stents in sweden: a report from the swedish coronary and angioplasty registry (scaar)".na

Event description:
It was reported through a research article that the xience prime and xience xpedition may be related to restenosis, acute coronary syndrome, thrombosis, myocardial infarction, new hospitalization, and death. Specific patient information is documented as unknown. Details provided in the attached article titled: "clinical and angiographic outcomes of bioabsorbable vs. Permanent polymer drug-eluting stents in sweden: a report from the swedish coronary and angioplasty registry (scaar)".